Manufacturer narrative:
Technical eval: there were two breaks in the proximal portion of the catheter, at 22 and 23cm distal of the hub/shaft joint. The break was in the plastic only. The core winding wires remained intact. The separator inside was permanently bent. The separator was returned in two pieces. The distal end was lodged in the catheter and the proximal end showed a break approximately 5.0cm after the beginning of the ptfe coating. The incident was confirmed as reported. The incident report originally described an 041 system, but the devices returned were of the 032 system.

Event description:
The physician was treating an occlusion in the carotid artery and placed a (7x30) wall-stent. However, distal from the stent there was a remaining thrombosis. The physician decided to use the 032 penumbra system and placed the catheter and separator proximal to the occlusion. This treatment worked well for a while, but the physician then recognized that the system was "no longer reacting as it should be." The physician then decided to remove the system and noticed that the catheter and separator were broken. All of the products were removed from the pt successfully with no pt injury. The physician then decided to take another 032 system and was able to complete the case successfully. The pt was reported as doing well. This MDR is associated with MDR 3005168196-2010-00109 which pertains to penumbra reperfusion catheter 032.